Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited high capture threshold, high pacing impedance and noise oversensing that was reproducible with isometrics. No intervention was performed. The patient was stable.

Event description:
New information received noted that there was a recurrence of noise on the right atrial lead.

Event description:
New information received noted that there was a recurrence of noise on the right atrial lead that was reproducible in clinic. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were ¿threshold slightly trending up,¿ oversensing noise and high pacing impedance. As received, a complete lead was returned in two pieces. The reported events of ¿threshold slightly trending up¿ and oversensing noise were confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to another device or feature of patient anatomy located at the distal region on the distal portion of the lead and an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can located at the proximal region on the distal portion of the lead. The cause of the reported events of ¿threshold slightly trending up¿ and oversensing noise was due to the exposure of the outer coil in the abrasion zone. The reported event of high pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received.